Manufacturer narrative:
Batch # (B)(4) the 5dcs instrument was returned in good physical condition. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2015 at the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the nurse felt electronical leakage while connecting the device with the generator and did not feel save to use it after that, nothing injury. Not any spark. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.